Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded into a piece of omentum/essure coils migrated bilaterally/left essure coil migrated through omentum /right essure coil adhered to bowels') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included kidney stone, osteopenia, anemia, gravida ii, parity 2, constipation, dysmenorrhea, dyspareunia, menorrhagia, bipolar disorder, depression, vitamin b12 deficiency, vitamin d deficiency and cesarean section. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy and cystoscopy, biiaterai salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: it was reported that, plaintiff had to undergo numerous surgical procedure (unspecified) and diagnostic procedure (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018: final diagnosis bilateral fallopian tubes, excision: complete cross sections of bilateral fallopian tubes with metal coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received-event medical device removal updated to embedded device. New reporter, medical history, patient information, lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: it was reported that, plaintiff had to undergo numerous surgical procedure (unspecified) and diagnostic procedure (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received. Patient date of birth added. Event injury updated to medical device removal. Case became valid and serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.